Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 11 mg/dl. Low bg cause was not known and an emergency medical technician (emt) provided assistance in treating the low bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.